Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging the onetouch ultra test strips were hard to remove from the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred in (B)(6) (unknown year). The patient reported using a combination of oral medications with diet and exercise to manage her diabetes. It is unclear if the patient made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 4-5 minutes after the issue occurred, she developed symptoms of ¿shaky and dizzy¿ which she associated with hypoglycemia. The patient reported having something to eat or drink as treatment in response to her symptoms. The alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required self treatment to prevent additional injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.